Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG monitoring failure" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive testing including bench handling, power cycling, and ECG monitoring functional stress testing without duplicating the report. The defib cable receptacle was inspected, and debris was observed on the pins. The defib cable receptacle was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer along with a replacement multifunction cable. Analysis for reports of this type has not identified an increase in trend.